Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a noise issue on their right atrial (ra) lead which lead to some pacing inhibition. No intervention took place at the time. It was unknown if the patient had any symptoms.